Event description:
It was reported that during an unknown procedure, the first device (B)(4) became stuck on the (B)(4) and could not be fired. The (B)(4) was used to connect the stomach and the esophagus, but the staple couldn't hold the tissue properly. Unknown how the case was completed. Unknown if there was an adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify what this means: "staple couldn't hold the tissue properly". Were the staples malformed? Yes. Was the staple line incomplete? Yes. Was the procedure done open/laparoscopic? Laparoscopic. What device was used for the proximal and distal transaction? Distal transaction. What color reload? Asku. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) this device was used in esophagus ca. How was the purse string placed, by hand or with an assist device? Asku. If an assist device, what product? Asku. Was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Asku. When the device was fired, where was the indicator within the green zone/gap setting scale? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. Was there any difficulty removing the device from the tissue? Asku. If yes, how many counter-clockwise revolutions were used to open the device? Asku. What steps were taken to confirm successful anastomosis? Asku. Did the operation change significantly as a result of the device issue? Asku. Are pathology specimen and/or report available? Asku. What is the patients age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? Yes, if so, whom? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? Asku.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.